Event description:
On (B)(6) 2014, the customer experienced extreme hypoglycemia, unconsciousness for a short time (minutes). Her friend called the ambulance. Her blood glucose level was reported as extremely low, not measurable. She got a glucose infusion from the ambulance staff. She was taken to a hospital and given glucose via IV. The device was returned and manufacturer's investigation found the spirit combo insulin pump performed to specifications and that all programmed boluses were delivered as intended.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.